Manufacturer narrative:
Analysis found high voltage output circuit damage on the device, consistent with lead damage. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the patient presented in the hospital after receiving a high voltage therapy. An alert for possible high voltage circuitry damage was noted. Noise was observed on the rv lead. The device was replaced.